Manufacturer narrative:
None of the buttons responded, due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A healthcare provider called and reported the insulin pump case was cracked at the battery compartment threading. Customer's blood glucose was not known. Customer agreed to return the product for analysis.